Event description:
While working in various medical facilities this health care worker was exposed to latex. Patient subsequently suffered from "inter alia", hand and body sores, hand dermatitis, hives, swelling, wheezing, runny eyes and nose, shortness of breath, inability to move as previously, faintness, asthma like symptoms, and anaphylactic reactions.